Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow-up after a non-related surgical procedure, loss of capture, pacing inhibition, sensing anomalies and low pacing impedances were exhibited with this right atrial lead. The lead was surgically abandoned and another ra lead successfully implanted in the absence of adverse patient effects. Reportedly, the lead had been functioning normally prior to the non-related intervention.